Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) was performed and no complaint related issues were found.

Event description:
The patient had a trochanteric fixation nail (tfn) inserted for a intertroch fracture. The original implant date was not reported. The pat.ient eneded up with a non-union this is report 1 of 3 for complaint (B)(4).